Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. Patient reported the presence of blood at the site. As treatment, the pod was removed a new pod was applied.

Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. The failure of the formed needle to retract can be confirmed as the cause of bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.